Event description:
Pt taken to or for emergent aortic valve replacement. During the procedure, the cautery pencil was active without the buttons on the pencil being pressed. Subsequently, the pt sustained a burn 1 cm in diameter to her left upper abdominal area. The burn was excised and sutured. The cautery pencil is one time use. After this occurrence, the surgeon held the cautery pencil up and there was an audible hissing sound emanating from the device without the on button being pressed. The cautery machine (machine that the cautery pencil was plugged into) was removed from service and was tested by biomedical engineering. It was determined that the cautery machine was working properly.